Manufacturer narrative:
Device was initially received on (B)(4) 2012; however investigation was ongoing at that time. Device investigation was completed on (B)(4) 2012 and therefore this supplemental report is being completed to include the device evaluation. Device forwarded to engineering. One device was returned for evaluation. The anchor was visually inspected and was confirmed to be broken at the suture eyelet location. CAPA (B)(4) has been initiated to address this issue. (B)(4).

Manufacturer narrative:
The device has not been received for evaluation. (B)(4).

Event description:
Broke off during use, piece stayed in bone. Sales rep. Indicated that prior to rotator cuff surgery, the surgeon did not prep the site but instead just tapped it enough to get the anchor started. During insertion, the anchor broke and remained in the bone. Surgeon placed another anchor in another location to complete the procedure. Rob stated that the device was returned to okc immediately after calling in this complaint.